Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield product used on a patient was possibly defective: dignishield grm# (B)(4), ref# (B)(4). The incident report was completed by the nurse, who noted the suspected product defect. On (B)(6) 2026, around noon, the dignishield tube was inserted. On (B)(6) 2026, around 5:00 am, the nurse observed a discharge from the rectum and followed troubleshooting steps by checking the condition of the balloon. When it was deflated through the inflation port, stool was found inside the balloon contents. The entire dignishield system was subsequently replaced. During a quick visual inspection of the removed tube, it appeared that the source of the leak might have been due to a manufacturing issue. The box of the defective product remained in the room, as the tube had been inserted for less than 24 hours.

Event description:
It was reported that the dignishield product used on a patient was possibly defective: dignishield grm# (B)(4), ref# sms002. The incident report was completed by the nurse, who noted the suspected product defect. On (B)(6) 2026, around noon, the dignishield tube was inserted. On (B)(6) 2026, around 5:00 am, the nurse observed a discharge from the rectum and followed troubleshooting steps by checking the condition of the balloon. When it was deflated through the inflation port, stool was found inside the balloon contents. The entire dignishield system was subsequently replaced. During a quick visual inspection of the removed tube, it appeared that the source of the leak might have been due to a manufacturing issue. The box of the defective product remained in the room, as the tube had been inserted for less than 24 hours.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2026-00513. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.